Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and indicated that on an unspecified date/time in (B)(6) 2011, he suffered a hypoglycemic event and passed out in a coffee shop. The patient reportedly woke up in a hospital. However, the patient was unable to provide details of the hospitalization. He was unable to recall what his blood glucose (bg) level was before and during the hospitalization. It is unknown what type of medical treatment, if any, the patient received during the hospitalization. The patient was not even sure if he was using on the pump or on injections when the low bg event occurred. The patient reportedly had a reboot pump alarm during the call with the animas representative involved with this contact. The patient refused to review the pump. The animas representative noted that the patient has hypoglycemic unawareness. Although, the patient had suffered the hypoglycemic event, the patient continued to use the pump without any reported issues and up until the reboot pump alarm occurred on (B)(6) 2012. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she suffered a hypoglycemic event and was hospitalized. However, at this time it is unknown if the pump contributed to the patient's injury in any way.